Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed hardware low level failure alarm. The customer¿s blood glucose level was 120 mg/dl at the time of the incident. Assisted with performing a self test and self test was failed. Customer was able to pump rewind and successfully clear the alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Hardware low level failures alarmed during self test and confirmed in insulin pump history with variable (003) due to broken trace at pin 1 on keypad assembly..